Event description:
Per the clinic, the implant screw was explanted under general anesthesia on (B)(6) 2026, to accommodate the repositioning of the transcutaneous osia implant. The patient was re-implanted with a new implant screw during the same surgery. Additional information has been requested but has not been made available as of the date of this report.